Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer was hospitalized and had high blood glucose of 30 mmol/l. During troubleshooting, it was found that time on insulin pump was an hour behind and was corrected. It was also found that insulin pump received a no delivery alarm, but alarm history only showed a low reservoir alarm. Customer was not sure if cannula was bent of if there were any leaks. Customer was advised that tubing clamp would be sent in order to perform a high pressure test.